Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: ebu 6f 3.5. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure for treatment of a 90% lesion in the mildly tortuous, non-calcified, mid/distal left circumflex artery, pre-dilatation was performed using a 2.0x15 semi-compliant balloon via femoral access. A 2.75x33 rx xience prime stent delivery system was advanced without resistance and the stent was deployed at the target site. After stent deployment, a dissection was noted at the distal segment of the stent. A 2.5x18 xience v stent was deployed to cover the dissection. The final results were reported to be satisfactory. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.